Event description:
It was reported that the external pulse generator (epg) displayed low battery when turning on. It was also reported that the low battery light stayed on even after replacing battery. The epg was not used for a patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found.